Event description:
Bard 16 french indwelling foley catheter had been in place for a short period of days. In proceeding to remove device several attempts made to deflate the balloon in order to extract the indwelling device. The balloon could not be reduced. The instilled solution would not evacuate after multiple attempts to reduce. Removal required urology consult with transvaginal stick to reduce the balloon in order to d/c the device. No injury or prolonged stay required for pt beyond discomfort of transvaginal stick to deflate balloon. Appears internal portal for inflating and deflating balloon collapsed and therefore preventing removal.